Manufacturer narrative:
D9 - date returned to mfg. 14-jan-2025. H3: one device was received for evaluation. Service history identified no previous device repairs. The event history log was reviewed and there are no errors related to the customer complaint. While performing the 20 ml delivery accuracy test, it was found to exceed the required maximum value of 22.2 ml. The reported problem was confirmed as the device was over infusing. The main board, ejector valves were replaced with new ones. A performance verification test was performed. The device then passed all tests.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test. There was no patient involvement.